Event description:
It was reported to philips that the etco2 cover for the device was worn / damaged with signs of excessive play. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.